Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the filter was leaking. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no damages or other defects were detected. Functional testing found the leak on the filter was detected; thus, the failure mode reported confirmed. No root cause could be related to manufacturing process was determined. An internal scar has been issued to supplier on 06-jul-2021, in order to perform a complete root cause analysis for the failure mode reported for leak in filters due previous complaints for this failure. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: h4: device manufacturing date and d4: device expiration date.